Event description:
On sept 9, 2008, it was reported to boston scientific corp that a prolieve thermodilitation kit was used during a benign prostatic hyperplasia (bph) procedure in 2008. According to the complainant, during the procedure, the compression balloon leaked and was unable to maintain water pressure. The physician was able to complete the procedure by refilling the cartridge. No pt complications were reported as a result of this event. The pt's condition was reported as "fine".

Manufacturer narrative:
The lot number of the prolieve thermodilitation kit is not known; therefore, the device MFR date and expiration date cannot be determined. However, lot number 615495, provided by the complainant represents the prolieve catheter contained in the prolieve thermodilitation kit. The complainant indicated that the device was discarded, and will not be returned for eval; therefore, a failure analysis is not available and we are not able to determine the relationship between this device and the cause for this event.